Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported pump malfunction. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-332a, mmt-1884, unomedical. Troubleshooting was partially performed. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, unomedical. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and dat test at 0.0872 inches. No unexpected alerts or anomalies noted during testing. Unit successfully downloaded to thump and carelink. The bolus amount programmed on (B)(6) 2025 matches the bolus amount delivered at 00:00:55.000 with 0.5u delivered, 00:05:57.000 with 0.075u delivered, 00:10:57.000 with 0.1u, 00:16:03.000 with 0.225 u, 00:20:57.000 with 0.1u, 00:26:05.000 with 0.275u and 00:30:57.000 with 0.1u delivered. The daily insulin total on (B)(6) 2025 is 46.275u. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). Pump passed functional testing and no under delivery anomalies noted during testing. No current code/category was not confirmed. Unable to confirm high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.